Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6)2016, the patient experienced a blood glucose (bg) of 577 mg/dl with nausea and blurred vision. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the active basal program due to a programmed suspend function, and the basal/temporary basal settings were incorrectly programmed. The bolus totals, however, did add up to match the programmed deliveries. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.